Event description:
It was reported "they could not insert our balloon catheter pass through sheath, also replacing another sheath could not insert in the same situation". The catheter was replaced with another iab device of a different manufacturer. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "they could not insert our balloon catheter pass through sheath, also replacing another sheath could not insert in the same situation". The catheter was replaced with another iab device of a different manufacturer. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4). The reported complaint of iab catheter stuck in sheath is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.